Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump and had received a minimum fill estimate notification. The customer used another cartridge and was able to successfully load it. The customer's blood glucose (bg) level was 344 mg/dl a correction bolus was delivered to address the bg level. However, the customer's blood glucose level was 450 mg/dl and another bolus was delivered to lower it to 278mg/dl. The customer was not sure what was the cause of the continued high bg. Tandem technical support had the customer change the infusion set site.